Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a tego® connector where the customer reported that there was evidence of blood between yellow and transparent silicone. The issue was noted after dialysis. No drug was involved in the event. There was no delay in therapy. Harm was not reported as a consequence of this event.

Manufacturer narrative:
A photo was returned showing a tego. Blood was observed between the silicone seal and the yellow body of the tego. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review could not be conducted due to the unknown lot number.